Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the "kinked" valve frame referred to valve stent compression and deformation. Per the physician, both attempted valves and both dcs did not cause or contribute to the pericardial effusion, rather it was due to a perforation of the pericardial free wall by a stiff guidewire. The pericardial effusion was first noted during echocardiography after the second valve implantation. Additionally, per the physician, the cardiac arrest was due to the pericardial effusion and unstable blood pressure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with an 18-millimeter (mm) balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed at an implant depth of 3 mm. During deployment, it was noted that the valve frame was "kinked" at the non-coronary sinus. Subsequently, the valve was recaptured and redeployed, however, the valve frame recurrently "kinked." In response, the valve was recaptured and withdrawn from the patient's body. A new valve was then prepared and loaded into a new dcs. The dcs was then advanced through the patient's anatomy and valve was partially deployed at a depth of 8 mm. It was at this time that echocardiography showed an increase in pericardial effusion and then the patient experienced cardiac arrest. Resuscitation was performed followed by aspiration of the pericardial effusion. The patient's heartbeat then resumed, and the procedure was converted to a surgical aortic valve implant procedure. Additional information was received which indicated that the "kinked" valve frame referred to valve stent compression and deformation. Per the physician, both attempted valves and both dcs did not cause or contribute to the pericardial effusion, rather it was due to a perforation of the pericardial free wall by a stiff guidewire. The pericardial effusion was first noted during echocardiography after the second valve implantation. Additionally, per the physician, the cardiac arrest was due to the pericardial effusion and unstable blood pressure. Additional information was received that the guidewire used during the procedure was a non-medtronic guidewire. It was reported that following cardiac arrest and prior to resuscitation, the dcs was immediately withdrawn from the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: (B)(6), ubd: 12-apr-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with an 18-millimeter (mm) balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed at an implant depth of 3 mm. During deployment, it was noted that the valve frame was "kinked" at the non-coronary sinus. Subsequently, the valve was recaptured and redeployed, however, the valve frame recurrently "kinked." In response, the valve was recaptured and withdrawn from the patient's body. A new valve was then prepared and loaded into a new dcs. The dcs was then advanced through the patient's anatomy and valve was partially deployed at a depth of 8 mm. It was at this time that echocardiography showed an increase in pericardial effusion and then the patient experienced cardiac arrest. Resuscitation was performed followed by aspiration of the pericardial effusion. The patient's heartbeat then resumed, and the procedure was converted to a surgical aortic valve implant procedure.